Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Evaluation summary: moderate to heavy calcification was observed in the cusp areas of leaflets 2 and 3, minimal to moderate calcification was observed in the cusp area of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was moderate at the stent inflow and minimal to moderate at the stent outflow. Leaflet 2 had a hole near commissure 2, was measured approx 2mmx1mm. Calcification was observed near the region of the hole. As received, all three leaflets appeared slightly dehydrated. Leaflets appeared slightly stiff and slightly translucent-like in appearance. Thickened and swollen tissue was observed on all three leaflets at all three commissures. The x-ray demonstrated calcification, commissure 3 wireform and band near leaflet 2 distorted. Commissure 3 wireform was also exposed on the outflow aspect. These damages are most likely due to explant or implant. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer report of stenosis was confirmed due to calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. In this case, the patient's history of long-term dialysis may have been a contributing factor towards early calcification of this device. See also report for s/n (B)(4) (mitral valve). Calcification has been shown to occur at accelerated rates in patients with renal failure.

Event description:
Edwards received information that both the aortic and mitral pericardial valves, implanted for approximately three (3) years and two (2) months, were explanted due to stenosis secondary to calcification. Both devices were returned for evaluation. Under echo, it was observed only one of the three leaflets of both the mitral valve and the aortic valve were barely moving. At explant, all three leaflets of both valves seemed hardened. It was noted this patient had been on a chronic dialysis regimen for an unknown period of time.